Event description:
A report was received that a patient has an infection at the pocket. The patient's staples were removed (B) (6) 2010 and the pocket was open by 2 cm and there was some redness at the pocket site. The patient also reported pain in his back. Upon examination on (B) (6) 2010 by the physician, the patient's pocket site was oozing and the pocket was open. The patient was prescribed oral antibiotics and the physician will decide the next course of action.